Event description:
We have had a problem with the animas ping contact detach infusion sites for the past three months. We have called them 8 times to send back sites but are not receiving updates on their research for the broken sites or a possible recall. We just had it happen again two nights in a row. The tubing breaks off the site, which doesn't allow insulin delivery to the body. We are unaware of this until the point that his blood sugar levels rise dramatically and we check the site and realize it has broken again. This could be hours later. I have a sample of a bad site vs a good site that I have saved for your investigation and has not been sent to animas. The lot numbers are not consistent, this has happened across multiple lot numbers/boxes. They have replaced some boxes but we still have this random problem which is impacting my child's quality of life. It takes hours and extra monitoring for him to recover from these incidents, the last two were extremely severe. We are asking the FDA to investigate and work with animas to determine what quality control issues exist at the manufacturer so no other children are impacted by this. There have been multiple incidents over a 3 month period. The last two his blood sugars elevated to 467 and 381 respectively. Both of these episodes were in the middle of the night. The prior issue a couple of weeks ago his blood sugars elevated to over 500, animas directed us to a nurse to log the complaint but we still have not received any research resolution. The prior site issues prior to that I don't have written record of the blood sugars but they were all between 200 and 400 when we discovered the site breakage.